Event description:
It was reported that during surgery the nurse realized after implanted that the l-wedges were expired.

Manufacturer narrative:
The associated complaint device was not returned, as in remains in the patient. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The correct expire info for the device was provided and located in the correct areas at the time of manufacture. Most implants are supplied sterile and have been packaged in protective packaging. Nonporous or non-ha coated metal components may be re-sterilized, if necessary, by steam autoclaving in appropriate protective wrapping, after removal of all original packaging and labeling. A review of complaint history on the listed part revealed no prior complaints for the listed part. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.